Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that approximately 2.5 years after the dental implant was installed in intraoral region #5, it was verified its loss of osseointegration . The 70 ncm of primary stability was achieved and immediate load was executed. Patient presented bone type I.